Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015; not (B)(6) 2015, as previously reported. This report is filed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.